Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device seized, moved heavily and was jammed/locked. It was further determined that the device failed pretest for check for immediately stop, check for excessive noise, check for air leak and check the starting behavior. It was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was omitted in error that the device was locked due to some parts (rotor, gear, bearings and sealing rings) that have been damaged by natural wear and tear for a long time in use, causing wear and subsequent locking. If additional information should become available, a supplemental medwatch report will be sent accordingly.